Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Since the device remains implanted, the files from the programmer were reviewed. The files showed that the reported event was due to telemetry errors. It is not possible to determine the origin of these telemetry errors; however, there is no consequences for the pt since there is proper pacing operation. Conclusion: the reported difficulties to perform some lead measurements and to switch to bipolar resulted from telemetry errors. It is not possible to determine the origin of these telemetry errors (too long distance between implant and programming head, interference with electrical source in the environment).

Event description:
During the implantation procedure, the lead measurements were not working in bipolar. A warning message appeared stating, "error lead measurements". The same error message occurred two days later.